Manufacturer narrative:
All available information was investigated and the reported unintended movement of clip open during efaa could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the reported unintended movement of clip open during efaa. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
N/a

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 mixed mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully placed. While establishing the final arm angle (efaa) the clip opened. The clip was removed from the patient and a new clip was successfully placed and implanted before the procedure was discontinued. The final mr was grade 1-2. There were no adverse patient effects or clinically significant delays were reported.